Event description:
It was reported that the ventricular lead had intermittent t-wave oversensing (twos) over the past few years. The lead remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: there was one ventricular nst=210 ms on (B)(6) 2009 at 18:26:45.